Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was further described as due to a bacterial abdominal infection (not further specified). On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics, via infusion and added to dianeal solution bags (doses and frequencies were not reported). It was reported that pd therapy was ongoing during hospitalization. At the time of this report, the peritonitis was not resolved, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.